Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with cefamezin (route, dose, frequency, and duration not reported) and ceftazidime (route, dose, frequency, and duration not reported) for peritonitis. Extraneal, physioneal and nutrineal therapies were ongoing. At the time of this report, the patient was not yet recovered from the event. No additional information is available.